Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded 61 nonsustained episodes and 30+ vf episodes with 3 inappropriate shocks due to oversensing of noise. Technical services discussed possible causes, including leads reversed in the header. Review of the electrograms revealed the oversensing resulted in pacing inhibition.